Manufacturer narrative:
The field service engineer repaired the connecting tube so that it could be connected. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
The field service engineer was informed that water was dripping from the endoscope that had been reprocessed at the facility. Following a visit by the field service engineer on (B)(6) 2026, it was discovered that the facility had connected the endoscope to the automated endoscope reprocessor using the wrong connecting tube.